Event description:
The core micro drill was sent for service and it displayed a bias current error during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion was noted within the internal components of the device.